Manufacturer narrative:
(B)(4). The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The following information was requested, but unavailable: procedure name and date? No further information is available. Event date? No further information is available. What tissue was being approximated or sutured when it broke? No further information is available. What was used to complete the procedure? No further information is available. Events reported via: 2210968-2022-01923.

Event description:
It was reported that a patient underwent an unknown procedure on an known date and suture was used. During the procedure, suture breakage occurred 2 times in a row during use. Another like device was used to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/4/2022. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational narrative: the product was returned to ethicon inc for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that a paper lid, an empty winning former, and a suture piece of product code z339h were received for evaluation, the suture piece was observed with marks on the surface and was cut appears to be by use of the surgical instrument. The product code z339h contains an absorbable suture and as the sample was received open, the time of exposure of the suture to the environment could not be determined and no functional test can be performed due to sample condition. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational narrative: nineteen packets of product code z339h were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strands to detect any issue related to damaged or breakage suture and no defects were observed during the evaluation. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.